Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, there was no radiofrequency delivered from the therapeutic catheter. In addition, there was uneven water outlet from the catheter. Incorrect catheter settings were selected on the generator. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, it is observed the liquid solution coming out from the catheter. However, the photo does not provided sufficient information related to the reported issue by the customer, and therefore no results can be obtained from it. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 18-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, there was no radiofrequency delivered from the therapeutic catheter. In addition, there was uneven water outlet from the catheter. Incorrect catheter settings were selected on the generator. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, force, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to carto 3 system, and the device was visualized and recognized correctly. No magnetic or force issues were observed. In addition, an ablation cycle was performed, and the force vector performed well. No ablation issues were observed. Finally, an irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31235517m and no internal actions related to the complaint were found during the review. The irrigation and the ablation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).